Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon removal of the multi-lumen/psi catheter (mac) after completion of therapy, the sheath tip was observed to be broken. The device was removed, and no replacement mac was inserted. There were no reports of patient injury, harm, retained fragment, or adverse health consequences associated with this event. No additional medical intervention was required.